Event description:
It was reported that after the px260 was connected between the patient and bed side monitor, the data of systolic pressure was normal but the data of diastolic pressure was not displayed. The dpt was exchanged with a new one and diastolic pressure was displayed.

Manufacturer narrative:
One single dpt with no attached components was received. The dpt zeroed and sensed pressure but the pressure drifted. Electrical testing showed that input impedance was out of specification. A short condition was found on the circuit board, which was caused by a drop of soldering material on the circuit board. The dpt functioned properly after removal of soldering material. There was no visible defect found on the supercomal cable connector. Visual examination was performed at 10x magnification. The complaint was confirmed as related to the manufacturing process. An investigation has been opened and proposed actions are under evaluation.